Manufacturer narrative:
The pump has been received and is awaiting an evaluation. A follow-up report will be submitted upon completion of the evaluation or if additional information is obtained.

Event description:
The facility reported an infusion pump that "will not stay on, screen flashes on and off". This was discovered while infusing on a patient. The hospital rep stated they have no record of any patient incident involving the pump, since the last baxter service event. Information regarding medication involved, IV set and IV bag, additional contact names and the exact date of the incident was requested but none was available.